Event description:
It was reported that after a da vinci s prostatectomy procedure, the plug of the maryland bipolar forceps instrument was dislocated and broke when the bipolar cord was removed. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the plug riser insert was removed from back end as well as one of the two conductor wire pins. The components returned with instrument. The remaining pin and conductor wires are sticking out of chassis. Engineering concluded that the insert and the damaged pin were likely pulled out when the bipolar cord was removed. Electrical continuity passed. Engineering also observed that the distal end of the main tube has multiple areas within a 6.6" section, from the intersection with the proximal clevis, where material was removed. The damaged areas are parallel to tube axis and have a rough surface finish. Based on the location and appearance, the damage was most likely caused by cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.